Event description:
It was reported that a medfusion® 3500 syringe pump experienced a clutch plunger lever error during preventative maintenance.

Manufacturer narrative:
One used medfusion® 3500 syringe pump was received for investigation. A visual inspection revealed the device to be in okay condition; the right plunger case and top case were cracked. A review of the pump event history log confirmed the reported issue. The stated problem was also verified during testing. The root cause of the reported issue was determined to most likely be normal wear.